Manufacturer narrative:
Concomitant medical product: dtba1q1 ICD, implanted: (B)(6) 2018; 459878 lead, implanted: (B)(6) 2018. Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The initial reported event of infection was received on (B)(6) 2019. Of note the serious injury is normally submitted via an alternative summary report that would have been due on 2019-03-14. Information was subsequently received on 2109-04-17 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. Antibiotic treatment was necessary. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.